Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: 8100 failed pressure calibration. Technical support - reviewed pressure calibration set up with marcel and found out he did not use pressure calibration set (8100-pcs). Advised marcel to order 8100-pcs and try again. Marcel will use pressure calibration set 8100-pcs. A review of the device history record for (B)(6) was performed from date of manufacture 06/28/2017 to the present date 10/9/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Based on the troubleshooting results, technical support determined that the proximate cause of the customer¿s reported issue. Tech support - found out he did not use pressure calibration set (8100-pcs). Advised marcel to order 8100-pcs and try again. The customer¿s reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
It was reported that the device failed the pressure calibration test. No patient involvement was noted.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of the failure was not identified.

Event description:
It was reported that the device failed the pressure calibration test. No patient involvement was noted.